Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include:common device name: scs lead, model: 3186 , UDI:(B)(4), serial:(B)(6), batch:a000176739.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads is related to the issue.